Event description:
It was reported that the pump declared alarm 20 during pumping. The customer¿s blood glucose level was 277.2 mg/dl, indicating it was within a normal range. Technical support arranged to replace the pump, and the customer agreed to use multiple daily injections as backup therapy to ensure insulin delivery continued uninterrupted.